Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl via an implanted pump for spinal pain indications. It was reported the patient a refill on (B)(6) 2024 and had an MRI on (B)(6) 2024 and their latest refill on (B)(6) 2024. The patient received a session long report shortly after the refill, and when they received the report, there were several service codes that had occurred between the previous refill ( (B)(6) 2024 ) and (B)(6) 2024 (service codes: 234, 232, and 529). The patient mentioned they did not feel any differently as they were expecting to if the pump stopped working (stalled during MRI), but they felt the same up until the recent refill on (B)(6) 2024. The service codes showed the pump was stalled for 1092 hours and 15 minutes for service code 234. The patient was concerned that the reservoir volume went down about as it usually does if the pump was stalled for that long. Agent consulted with pump tech and reviewed obtaining session long report with event log(s) to correlate the dates and times on the reports to correlate with the MRI. The agent reviewed information and redirected to the healthcare provider. While on the call, the patient mentioned they have an appointment with their doctor on monday at 1:45pm to look more into this and to verify the pump was working. It was reported on the patient¿s mentioned (B)(6) 2024 report, pulled at 12:19pm that day, showed fentanyl 2500mcg/ml but stated the reservoir volume was 4.5ml and then from to the next refill was 3.1ml ( (B)(6) 2024 ) so it appeared that the pump medicine was going down properly despite being stalled for the 1092 hours. It was also reported the patient had reactions to morphine during the trial, so they switched to fentanyl and have been increasing it with every refill, but it was still not helping to the degree that they needed to be able to stand and walk. The patient thought the pump was implanted in (B)(6) 2023, but they have been trying to optimize dosages ever since.